Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 361 mg/dl, 367 mg/dl, 145 mg/dl, and 158 mg/dl; 576 mg/dl, 260 mg/dl, 205 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.